Manufacturer narrative:
Investigation into this event revealed that the biased qc results were obtained following multiple e14 error codes (results invalid). Electrometer performance was within expected intervals. The unit was returned for service. The depot service engineer replaced the slide hold down springs. Post-service control results were within expected intervals. The root cause of the event was instrument related.

Event description:
A customer observed biased k+qc results on the vitros dt60 analyzer. No patient results were reported. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of patient harm as a result of this event.